Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician found the jaw of the applier cannot be opened while ligating the tissue. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The report for complaint (B)(4), 1 pcs, #(B)(4), lot f5-04 (manufactured date: june, 2015) no expiration date as this is a reusable device. While reviewing the device history record of the applicable lot, it could be confirmed that the right material and all specified and required components haven been used. All defined and specified working steps are recorded on the working sheet. The customer complaint as follows: the tip could not be opened during the ligaturing process. The tip was completely measured and was tested with several clips and was tested on a tube. The measuring results showed that all dimensions are within the specifications. The tip could be easily collected and could be applied on the testing tube. No further issues could be find while reviewing the whole device. The instrument was delivered to teleflex on june the 15th of 2015. The mentioned complaint reason could not be confirmed and no issues could be found on the whole device. The instrument is within the specification and a root cause cannot be given and is unknown. No further action will be taken. Only slight signs of usage can be seen.

Event description:
The physician found the jaw of the applier cannot be opened while ligating the tissue. The patient's condition was reported as fine.